Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no d.10. Returned to manufacturer on. H.6. Investigation: no samples were returned for this complaint, but 1 photo was attached showing fm with in the gel. A visual examination of the retained samples from the implicated lot number did not identify any instances of fm. Evaluation of the attached photos confirmed the reported defect. Additionally, retention samples from bd inventory were evaluated by visual examination and the issues described was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced foreign matter in tube biological and non-biological and no label or missing label information. The foreign matter event occurred 2 times. The defective label event occurred 1 times. The following information was provided by the initial reporter: translated to english. The customer stated "the following issues were found in tubes: fm in gel ×1. Defective marking ×1. Dirty cap x1.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced foreign matter in tube biological, and non-biological, and no label, or missing label information. The foreign matter event occurred 2 times. The defective label event occurred 1 times. The following information was provided by the initial reporter: translated to english. The customer stated "the following issues were found in tubes: fm in gel ×1; defective marking ×1; dirty cap x1.